Event description:
It was reported that the patients ipg was unable to take a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.